Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product analysis. The hemostasis sheath was returned mated with evolution body. No accessory components were returned. Upon visual analysis, there was blood like substance on the main body of the evolution device and hemostasis sheath. The tamper tube was exposed from the hemostasis sheath but the marker on the tube is not visible. The hemostasis sheath was found to be appropriately mated with the evolution body and the deployment sleeve was in the rear lock position with the color bands fully exposed. There was a kink observed on the hemostasis sheath near the hub and the sheath shaft was bent in a ninety-degree angle. The suture end was not visible for inspection and the device was shipped out for investigation at the manufacturing facility. The complaint could not be confirmed for the alleged failure of the device. There were no functional anomalies noted with the hemostasis sheath, locator, or the carrier tube assembly. The exact cause of the event experienced by the user cannot be determined. A supplier corrective action request (scar) was initiated to capture the investigation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the investigation finding code and to provide the correct product evaluation . In the follow up no. 1 report the wrong evaluation was provided. One 8fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with the sheath along with the suture. No other components were returned for evaluation. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with the color bands fully exposed. The button was felt stiff upon receipt. The suture was subjected to microscopic analysis, and one appeared cut and the other end appeared to be detached from the hub. Based on the returned device, the complaint could be confirmed for suture detachment as the suture was completely detached from the device hub. Supplier quality engineering was notified regarding the incident. The device was shipped to manufacturing facility for (abbott minnetonka) for investigation. Supplier corrective action report (scar) report was initiated for the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the procedure, the angio-seal anchor was deployed as usual and device handle was pulled back. At that time, hemostasis was already achieved. The doctor tried to pull a bit harder to see the colored marker, however, could not. The doctor felt like the suture was stuck. The doctor had to push the suture release button rather prematurely and then suddenly, the suture was detached from the device. The suture was manually pulled back cut. Hemostasis was achieved and there was no adverse effect. The patient condition was well post procedure. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful. Additional information was received 05october2021: the procedure performed for the patient prior to use of closure device was clot retrieval for a stroke. The sheath size used was an 8fr. There was no issue during vascular access. There were issues with withdrawing the device. There were no other devices or equipment used with the reported product. The patient was in stable condition.